Event description:
On (B)(6) 2022 - we were informed of a patient who had a kub and the capsule was found still in the distal descending colon. He did do colon prep and was having 3-4 bowel movements a day. Frm-0089b capsule incient questionnaire was sent to obtain further information. On (B)(6) 2022 - frm-0089 was received indicating that the patient had chron's disease. On (B)(6) 2023 - that patient had a kub and confirmed that the vce is still in right lower quadrant, cecum. On (B)(6) 2023 - we were notified that the patient's surgery was scheduled for (B)(6) 2023. On (B)(6) 2023 - we were informed that the doctor attempted to retrieve the capsule endoscopically through the terminal ileum but was unable to get it and the patient was sent to the (B)(6) center (not the same practice as gi solutions) for a double balloon enteroscopy. On (B)(6) 2023 - the capsule was retrieved successfully, the capsule was "stuck in bad structure in mid ileum".

Manufacturer narrative:
On (B)(6) 2022 - we were informed of a patient who had a kub and the capsule was found still in the distal descending colon. He did do colon prep and was having 3-4 bowel movements a day. Frm-0089b capsule incient questionnaire was sent to obtain further information. On (B)(6) 2022 - frm-0089 was received indicating that the patient had chron's disease. On (B)(6) 2023 - that patient had a kub and confirmed that the vce is still in right lower quadrant, cecum. On (B)(6) 2023 - we were notified that the patient's surgery was scheduled for (B)(6) 2023. On (B)(6) 2023 - we were informed that the doctor attempted to retrieve the capsule endoscopically through the terminal ileum but was unable to get it and the patient was sent to the (B)(6) center (not the same practice as gi solutions) for a double balloon enteroscopy. On (B)(6) 2023 - the capsule was retrieved successfully, the capsule was "stuck in bad structure in mid ileum".